Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that blood backed up into the line and saline leaked from the extension set when it was connected to the IV site. The set was removed and replaced with a new t-connector. There was no report of patient harm.

Event description:
The customer reported that blood backed up into the line and saline leaked from the extension set when it was connected to the IV site. The set was removed and replaced with a new t-connector. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that blood backed up was confirmed visually; however, it was not replicated during testing. The customer¿s report of a fluid leak was not confirmed. Functional testing of priming and pressure testing did not replicate any signs of leaking on the received set. Infusion testing was successful with no leaking or alarms occurring. No instances of fluid backing up was replicated during testing. The root cause of the customer¿s report could not be identified.